Manufacturer narrative:
(B)(4). The probe was returned for evaluation. Probe bent in multiple locations; a portion of the probe tip is missing and not returned for analysis. Microscopic examination of fracture revealed a quasi-brittle fracture surface with plastic deformation at the end of the fracture surface. The bent tip, nature and location of fracture the surface suggests failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the probe broke off during use in the patient. The tip was retrieved. No patient complications were reported.